Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the ventricular lead exhibited high thresholds and low lead impedance; insulation anomaly was noted during the procedure. The lead was capped and replaced.